Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while a nurse was activating the safety device on a bd vacutainer® eclipse¿ blood collection needle, the safety cap ¿snapped off¿ and bent the needle 90 degrees. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode was observed. The sample in the photo exhibited a bent needle and separation of the hub and collar components. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the issue of hub/collar separation through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode with the incident lot was observed. Further investigation activities have been conducted through a CAPA for the issue of hub/collar separation and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to the issue of hub/collar separation. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. CAPA (B)(4).